Manufacturer narrative:
(B)(4).

Event description:
It was reported the device delivered multiple unsuccessful shocks when trying to convert ventricular tachycardia. Defibrillation threshold testing was performed and used. The testing performed was able to convert the ventricular fibrillation to sinus rhythm. The cause of the unsuccessful shocks is unknown. No further information is available.